Event description:
The customer reported that there was no image on the screen and that it was unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.